Event description:
We received an allegation about discrepant results for 1 patient sample tested with albumin gen.2 assay on a cobas 8000 c702 module. Initial result: 71.4 g/l. The initial result did not match the patient's clinical diagnosis, and the sample was then repeated. No questionable result was reported outside the laboratory. 1st repeat result: 42.95 g/l. 2nd repeat result: 42.1 g/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The albumin gen.2 reagent lot number and expiration date were not provided. The field service engineer found that the cause was due to a damaged rinse tube (component failure). He replaced the rinse tube. The instrument was performing within specifications.